Event description:
Two weeks post op from a total knee replacement procedure it was identified that the distal 3 inches of the incision were not healing, the incision was red and swollen, and there was fluid draining from the wound. The fluid was tested and there was no infection present. In an effort to promote wound healing it was cleaned and the poly liner of the implant was replaced. At the time of the wound cleaning the surgeon believed the issue occurred due to a hematoma in the joint capsule. Two subsequent follow-ups revealed the same wound condition including redness, swelling, and fluid drainage. At this time the patient stopped physical therapy and the staples were left in to facilitate healing. The patient was placed on antibiotics and steroids to help with the swelling and redness. Due to the lack of healing the knee was aspirated to remove fluids for testing. Testing revealed an infection and the patient was prescribed IV antibiotics and is schedule to have a subsequent procedure performed to remove the knee implant. Correspondence between the sales rep and the surgeon indicates the surgeon is concerned about over-treatment potentially leading to prolonged post-op drainage when using the aqm for tourniquet less total knee procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Eval code method: generator still in use and facility not returning for investigation. Eval code results and conclusion: generator still in use and facility not returning for investigation. (B)(4).